Event description:
Information received with return of the explanted device does not address the patient's clinical status but notes that during a routine follow-up, atrial lead impedance was found to be >1990 ohms. After the lead replacement procedure, interrogation of the device again found the atrial lead impedance >1990 ohms. Therefore, the pulse generator was replaced.